Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed ventricular under-sensing on the pacemaker. The programmed sensitivity was at nominal settings and no interventions were performed as the device worked appropriately as programmed. The patient was in stable condition.